Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and tested on a gen11. The generator immediately displayed the ¿adaptive tissue technology features are not available in this device¿ alert screen. The device was connected to the eeprom reader and more than one generator serial numbers were found on the registered information. This caused the disability of the adaptive tissue technology and the display of the alert screen ¿adaptive tissue technology features are not available in this device¿. It is possible that this is related to the reported: ¿unspecified alert screen received¿. The device was disassembled to inspect the internal components and no anomalies were noted. Additional and more detailed information can be found in the device IFU about device usage and att technology. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the error content or code was confirmed unknown. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.